Event description:
Additional information was received from the patient's treating physician. The patient did not have a pacemaker as previously reported, but rather, the inquiry was for feasibility of having both a vns and a pacemaker because the patient had a vns at this time. No additional information was provided as to whether their bradycardia event was related to vns.

Manufacturer narrative:
.

Event description:
It was additionally reported that the patient unexpectedly died last (B)(6) 2014, shortly after an emu admission. Autopsy was requested, official results are pending. Sudep is highly suspected as he had medically intractable secondarily generalized seizures, apnea, morbid obesity, ictal bradycardia and lived alone. This was reported and will continue to be reported on medwatch report number: 1644487-2015-04180. The patient (B)(6) male with history of obesity, hyperlipidemia, apnea nos, mdd, bph and poorly localized focal seizures status post vns placement (2011). Seizure onset was at (B)(6). Hypothesis for seizure onset was within the right frontal region (possible anterior cingulate vs sma) based on semiology and eeg. MRI and pet were always normal. During the last emu admission at wla va, he was noted to have 2-6 seconds of 20-30 beats/min bradycardia that resolved alone at the beginning of every clinical seizure. Their physicians best interpretation is that these ictal bradycardia events were seizure driven. There are no other records of him available and his following physician did not know if his ictal bradycardia events were described in the past (prior to vns implantation). Although he suspected he had this bradycardia events for years, given that he once had (remote past) a pacemaker placed (later removed) due to unclear bradycardia events nos.

Event description:
It was reported that the vns patient experienced short (3-4 seconds) ictal bradycardia (20-30 beats/min). It was noted that the patient also has a pacemaker implanted. Attempts for additional relevant information have been unsuccessful to date.